Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause for ''the monitor does not have power'' could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the monitor did not have power. In troubleshooting, it was reported that the direct current (dc ) power cable was being used. Tac advised to follow the cable and plug it into another outlet and this still did not produce power to the monitor. Next, tac advised to swap out the dc power cabling and transformer with another working tower. The call was ended by the facility due to patient care needs with no resolution. The subject device was not returned to olympus for evaluation. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that the liquid-crystal display (lcd) monitor did not have power. The issue occurred at the beginning of a diagnostic cystoscopy procedure. It was noted that there was a delay in the procedure of about two (2) minutes, but it was completed using the same model device. There were no reports of patient harm.